Event description:
A customer reported that the equipment displayed poor aspiration and a whistle like noise was heard coming from the gas input during a procedure. The case was completed using the same system; however, there was a delay over 15 minutes. There was no harm to the pt. Additional info has been requested. This is the first of two medical device reports for this facility.

Manufacturer narrative:
The company rep examined and verified the system. The cassette latch seal was replaced. The company rep also oriented the gas regulators to reduce the whistling noise that was reported. This noise was not coming from the system, but rather the facilities gas regulators. The system was then tested and met all product specification. No parts related to the reported event were replaced and therefore, the customer reported event of the difficulty aspirating was not confirmed. A review of complaints for the last 24 months did indicate one similar report for this system. The root cause of the reported event cannot be determined conclusively. (B)(4).